Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. On the call, the patient commented that they already had spoken with medtronic about replacing the right side implanted neurostimulator, and they had talked to their surgeon, about potentially getting it replaced. Patient said that the right-side implant would not take a full charge and would stop charging completely. Patient mentioned they would have to piecemeal it to get it to charge so they could continue to use it. Agent asked, patient could not provide clear event date as to when issue started but stated they already have a surgery date to have battery removed or replaced due to it not charging. Due to patients escalation troubleshooting was not performed. Patient stated the battery was nearing its 9 year life span and is at the end of its life, so its being replaced. Patient stated they are working with the representative (rep) and surgeon to have implant replaced. Agent documented comments made on call. Patient mentioned their implants are for their arms. No symptoms were reported.